Event description:
Severe rash/blistering from band-aid product. This is something that is happening to more and more people. It is odd - no latex allergy, it must be something in the process or a change in the materials which glue the band-aid on. Other medical products: none but this band-aid is not the only one and I have heard from at least 5 others that band-aid products -all brands- are causing blistering hives. What is different in production? Dates of use: (B) (6) 2010 - (B) (6) 2010. Diagnosis or reason for use: scrape-bleeding on abdomen.